Event description:
The customer reported having issues during prime/rewind, and his insulin pump alarmed. The blood glucose reading at time of call was 140mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.